Event description:
A 3.5mm lcp reconstruction plate, implanted for a midshaft left radius fracture status post fall, was noted as bent post operatively. Plate was removed and replaced. Patient denies fall/trauma.

Manufacturer narrative:
Subject device has been received and is currently in the evaluation process. No conclusion can be drawn at this time.